Event description:
The customer reported that when the energy selection switch is pushed to one side it tried to turn the unit on. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that when the energy selection switch is pushed to one side it tries to turn the unit on. There was no reported patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.